Manufacturer narrative:
Device was received with intermittent button response due to moisture damage on the electronic assembly. Device passed the self test and the displacement test. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had buttons are not responding when press on the button. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that all the button are very slow to respond. Customer stated the insulin pump was neither dropped nor exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.